Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (added b01) and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. The reported condition was verified. Functional testing including leak testing and clamp function testing were performed with no issues noted. Clear passage testing failed due to the stuck tubing between the occluder feet. The reported condition was verified. The cause of the separation was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of the minicap transfer set. The event was further described as ¿the dark blue came apart." This occurred after connecting the set to the non-baxter catheter to perform a flush. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.